Event description:
The report indicated that during prime no anomalies were noted. During extra corporeal circulation, the clincian noted leakage at the junction of the heat exchanger to the gas header and gas vents. The device was changed out with no pt injury noted.